Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre due to an error message received on the same day of sensor application. The customer further reported that due to this issue, he was given medication "when he did not need it" and subsequently experienced a hypoglycemic episode, losing consciousness. A nurse was called and a reading of 57 mg/dl was received on the hcp meter. The customer was diagnosed with hypoglycemia and administered glucose for treatment by both the wife and the nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: serial number was updated from (B)(4) to (B)(4) based on returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and properly seated in mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre due to an error message received on the same day of sensor application. The customer further reported that due to this issue, he was given medication "when he did not need it" and subsequently experienced a hypoglycemic episode, losing consciousness. A nurse was called and a reading of 57 mg/dl was received on the hcp meter. The customer was diagnosed with hypoglycemia and administered glucose for treatment by both the wife and the nurse. There was no report of death or permanent impairment associated with this event.